Event description:
It was reported to service and repair that the device was working intermittently. There was no specific event reported nor was there any patient involvement or impact reported.

Manufacturer narrative:
(B)(6). The service report shows that the cable, pcb boards, and decal were replaced on the patient interface. The decal is an exterior component with no impact on overall unit functionality; therefore, this component repair is not considered to be related to the complaint. The cable and pcb are considered to be related to the complaint as both of these components are critical to the unit's functionality. No details were received from the customer as to what behaviors were 'intermittent' or what was the impact to the procedure. The service report states that the communications were intermittent but does not specify a specific communication type (such as stimulus current, electrode monitoring on one or more channels, etc.). A search for sap service notifications for the same device and serial number was conducted (from july 05, 2011 to present) and no other repairs were identified. No risk management updates will be conducted at this time because no there is no information to indicate that the current identified risks or ratings require changes or that new risks need to be added. Without information to reasonably suggest a serious injury or medical intervention was required to preclude serious injury, we are filing this report as a product problem. No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. This device was out of specification in an "as received condition". *mmm/dd/2012 (mls) summary of investigation: the nim-response 3.0 is a four-channel emg monitor for intraoperative use during surgeries in which a nerve is at risk due to unintentional manipulation. The nim 3.0 system records electromyographic (emg) activity from muscles innervated by the affected nerve. The monitor will assist early nerve identification by providing the surgeon with a tool to help locate and identify the particular nerve at risk within the surgical field. It will continuously monitor emg activity from the muscles innervated by the nerve at risk to minimize trauma by alerting the surgeon when a particular nerve has been activated. The monitor utilizes touch screen and color graphic user interface (gui) along with the audio feedback to increase the usability of the device. The patient interface and cable provide the means for carrying electromyographic activity from the patient's innervated muscles to the console, an interface for carrying stimulation signals from the console to the stimulating probes/electrodes, and an interface to the console from the incrementing probe. The patient simulator is used for troubleshooting and demonstrating the system without the need for patient interaction. The muting detector probe is designed to detect the presence of electronic noise from external devices (such as electrocautery / electrosurgical unit) that may cause interference on the emg monitor.

Manufacturer narrative:
New information noted when file was updated from service and repair automated system due to no return of concomitant products. It was noted that the concomitant products that were not returned to service and repair were not included in the initial MDR in error. The following 2 devices are concomitant: mainframe (B)(4), nim-response 2.0 -serial #(B)(4), not returned. Probe (B)(4) 3pk incremt std prass tip - serial/lot # not provided - not returned.